Manufacturer narrative:
Concomitant medical products: item# 00-6200-060-22 trilogy shell lot# 61711455, item# 00-6305-060-40 trilogy liner lot# 61680374, item# 00-7713-011-00 stem with kinectiv technology lot# 61735122, item# 00784801300 m/l taper kinective neck implant lot# 61710088. Additional MDR report was filed for this event, please see associated report: 0001822565 - 2018 - 07067.

Event description:
It was reported that patient was revised approximately 4 years post initial implantation of left side due to adverse local tissue reaction. Head and liner were exchanged. Osteolysis noted on the posterior part of the femur between the bone and cup. Attempts were made to obtain additional information; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes which indicated patient underwent revision of the left total hip due to corrosion and adverse local tissue reaction. Upon entering the wound, benign appearing fluid was found inn trochanteric bursa. There was a hole in the posterior capsular repair and fluid was leaking from the joint. Ethibond sutures were used to re-repair. The femoral head was removed and mild corrosion was noted inside the femoral head. Mild staining was noted on the modular neck. Multiple attempts were made to remove the neck but the neck did not disengage. Osteolysis was noted on the posterior part of the femur between the component and bone, around greater trochanter, and behind the acetabular component. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.